Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer changed infusion sets to address the issue. Reportedly, the customer¿s insulin had crystallized inside the body. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.